Event description:
It was reported that the t: slim x2 pump battery would not charge unless the cable was held in place. There was no adverse impact to the customer¿s blood glucose level. Technical support sent a replacement charging cable and wall adapter, but there was no confirmation from the customer regarding whether the issue was resolved, so the case was closed after two follow-up attempts.